Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va1hzrk, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. Event date: date is approximate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that he patient experienced an infection at their pocket site and had their ins and lead removed. It was reported that the ins and lead were removed due to surgical site infection. It was reported that the issue was resolved at the time of the report. No further complications were reported or anticipated.